Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support, successfully resolving the issue, and continued using the pump. The caller was advised to contact support again if the malfunction recurred, and they acknowledged this instruction.